Event description:
Caller reported damage to the pump housing surrounding the usb port, which affected the ability to charge the pump and led to the pump shutting down. There was no adverse impact on the customer¿s blood glucose level. Customer planned to use a backup insulin pump to ensure continued insulin delivery, and technical support arranged for a replacement pump to be sent, instructing the caller to return the problematic pump within 10 days.